Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of an error generated at start-up and additionally it was noted that the shorting bar was corroded and the liquid crystal display was damaged. Affected parts were replaced and the device passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during service, the external pulse generator (epg) experienced an error. The epg is expected to be returned. There was no patient involvement. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.